Event description:
The customer reported to vyaire medical that the revel ventilator was showing high o2 pressure alert. Furthermore, there was no information provided for patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is not sure if the pressure is coming from the helicopter and will send the unit in for repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.